Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left forearm vein. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced to the lesion. The balloon was initially inflated at 10 atmospheres for 60 seconds however, it ruptured. The device was simply removed as a whole and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.